Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument cable wire jumped out of its structure. The procedure was completed with no patient harm.